Manufacturer narrative:
The device was not returned for analysis. A review of the lot history identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify any similar incidents from the reported lot. It should be noted that the intended use section of the mitraclip ntr/xtr system c.e. Instruction for use states: ¿the mitraclip system is intended for reconstruction of the insufficient mitral valve through tissue approximation¿. Since, the device was used for a tricuspid valve procedure, this is considered as an off-label use of the device. Furthermore, there is no indication that using the mitraclip on the tricuspid valve caused or contributed to the reported events. Based on the information reviewed, a cause for the reported difficult or delayed activation (clip deployment) could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other mitraclip system (01217u184) is filed under a separate medwatch report number. Na.

Event description:
This is filed to report difficult clip deployment. It was reported that this was a mitraclip procedure performed to treat tricuspid regurgitation (tr) with a grade of 5. The mitraclip delivery system (cds) (01222u135) was advanced, the cds was 'miskeyed' counterclockwise 90 degrees, using the ¿a¿ knob and the cds reached the tricuspid valve. Grasping was performed in the septal and posterior leaflets. During deployment the clip did not initially release from the mandrel for 5-6 minutes. After gently pulling and pushing the whole system and releasing 'a' knob slightly, the clip released and deployed. To further reduce tr, a second clip (01217u184) was advanced and was placed in the septal and anterior leaflets. During clip deployment, the clip did not initially release from the mandrel for 5-6 minutes. The same trouble shooting was performed, and the clip was released and deployed. Tr was reduced to 2+. There were no adverse patient effects and no clinically significant delay during the procedure. No additional information was provided.